Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that a request for this device data was needed. Technical services (ts) reviewed the device data and confirmed that the device power consumption was increasing abnormally. The device showed premature battery depletion and needed to be explanted and replaced. The device had reserve for the device to maintain normal therapy for ninety days before elective replacement indicator (eri) was triggered. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request for this device data was needed. Technical services (ts) reviewed the device data and confirmed that the device power consumption was increasing abnormally. The device showed premature battery depletion and needed to be explanted and replaced. The device had reserve for the device to maintain normal therapy for ninety days before elective replacement indicator (eri) was triggered. The device was explanted and returned. No additional adverse patient effects were reported.